Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a pairing failed alert while attempting to connect to a dexcom g7 continuous glucose monitor (cgm) sensor, after which the user retried pairing and observed the pump indicating pairing in progress. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure involving the electrical/magnetic subsystem, specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.